Manufacturer narrative:
Attempts to follow up with the customer for repair, evaluation and patient information yielded no response.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. Patient involvement, no patient harm reported.